Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that the inform meter had short-circuited. Inspection of the suspect device, by the manufacturer, found that the meter's internal contacts were blackened and the plastic around the transfer port had melted. No adverse event associated with the alleged malfunction reported.